Manufacturer narrative:
The customer returned contour next link meter (serial # (B)(4)). The serial # of the meter or the lot # of the test strips related to this event were not provided by the customer. The returned meter was tested with the in-house test strips from lot # 8lpec05c, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided. Since the customer refused to provide further event details, (event date), (model #, lot # and expiration date) and (device manufacture date) were left blank. Since the customer had two contour next link meters, serial # for the meter used during this event is unknown and therefore, meter information is not captured in this report.

Event description:
The customer alleged obtaining high reading on her contour next link meter. The customer indicated that she had no symptoms of hyperglycemia. The customer also indicated that she was hospitalized due to the inaccurate readings obtained on the meter. The customer declined to provide any further information regarding this event. Since the time of event and/or event details were not provided by the customer, it is unknown which test strips the customer used and therefore, test strips are not expected to be returned. A replacement meter was sent to the customer.